Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found indeterminate brown contaminant smeared on outside of bottom enclosure, hair-like objects and indeterminate brown contaminant smeared on outside of rear panel, indeterminate brown flakes in accessory module slot of top enclosure, grey dust-like contaminant in edges of top enclosure near sd card slot, brown dust-like contaminant in top edges of front panel, brown discoloration on back of front panel, back of rear panel, with evident tobacco odor, brown dust-like contaminants around edges of air inlet. The manufacturer also found white dust-like contaminant on top of blower box, dust-like contaminate and indeterminate brown flakes inside bottom enclosure, hair-like objects, indeterminate brown flakes, and white dust-like contaminates on blower and inside blower box, hair-like objects and tobacco damage in blower box at air outlet. The device's downloaded event log was reviewed by the manufacturer and found three instances of error code e-53, one instance of error code e-200. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms presence of tobacco, dust-like, and indeterminate contaminants and signs of water ingression within the airpath, which is likely of external original and not consistent with originating from a device failure. In the initial report section b5 was mentioned incompletely, which should have been- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged visualization of black particles. The patient also alleged symptoms of irritation/burning inside nasal cavity, throat irritation, and swollen glands. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.